Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing has been coming apart and causing spillage.

Manufacturer narrative:
One sample model 10014881, lot 24109236 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the male luer. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturing investigation, the potential root cause of separation between tubing/sleeve-male luer could be related to an incorrect solvent application or incorrect tube expansion by the assembler. A visual aid critical assembly sleeve to nitro or tri-layer tube engagement, was released on december 19th, 2024 to ensure proper expansion and joining of the sleeve-to-tube components. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.